Event description:
The company received information that suggested that while in patient use, the tube was leaking air from between the inner and outer cannula during ventilation. The customer reported that the patient was re-intubated, and there was no harm to the patient. The customer indicated that the sample will be evaluation.